Event description:
It was reported that the patient developed a systemic fungal infection. The implantable cardiac defibrillator (ICD) and leads were explanted and a temporary pacing lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, (B)(6) 2004; 694765 lead, (B)(6) 2004. (B)(4).